Event description:
It was reported by the patient that they have scar tissue following a water vapor therapy procedure which is growing back and will need to be cut away. The patient stated that the procedure did not help.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by the patient that they have scar tissue following a water vapor therapy procedure that is growing back and will need to be cut away. The patient stated that the procedure did not help.